Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit but was unable to reproduce the reported event. The field service representative performed the circuit calibration and performance checks and run on the performance check settings for an hour. All tests passed. The unit is working per manufacturer specifications. In the event additional information is received a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the event. (B)(4).

Event description:
The customer stated that the unit stopped and was unable to get it started again. The customer did not state if the unit was on a patient at the time of the event.